Event description:
Patient presented to the physician with a portion of the stimulation lead body eroded through the skin at the neck incision site. Physician brought the patient into the or, removed scar tissue, irrigated the neck pocket with antibiotic solution, tucked the stimulation lead deeper, re-sutured, and closed the incision. Physician prescribed antibiotics after the procedure was completed.